Event description:
The hot pack reportedly "exploded" upon activation. Contents was splattered on the hands of the clinician and upon the pt's face. Their vascular access team has reported that the "explosion" happens all the time when the pack's contents are grainy (pre-activated).

Manufacturer narrative:
As no samples were provided to date, the exact cause of the difficulties encountered cannot be determined. In addition, no lot number was reported so the device history record could not be reviewed. Under routine production, a sampling of these units is tested for pouch integrity and the production run is not released until all aspects of product quality meet product specifications. Although great effort is taken in ensuring that all units function as designed, at times one may fail to meet performance expectations for a certain reason. In those instances, it is vital to the investigation that the product sample be available for examination and testing in order to determine the root cause. Unfortunately, in this situation that is not the case. We will continue to monitor for other similar complaints and utilize the info as part of continuous improvement.